Event description:
It was reported that the ilet user requested assistance for a full supply change with a teflon infusion set and experienced multiple handling issues during the process, including disconnecting the tubing from the applicator, forgetting to remove the adhesive liner, and an initial failed deployment. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, while a usage problem was identified consistent infusion set incorrectly deployed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.